Manufacturer narrative:
The cse found that the cooling unit had no power and the 220 volt fuse plus was damaged. The live line and the null line in the electric panel were shorted by a pin. The cse repaired the power connector. Siemens is investigating this issue. There were no other cases of electric sparks in aptio instruments.

Event description:
A siemens customer service engineer (cse) was at the customer site installing an aptio automation instrument. The cse powered on the refrigerated storage module and an electric spark was produced at the power connector. The cse was not injured due to the electric spark and treatment was not required. There was no damage to the customer's property.

Manufacturer narrative:
The initial MDR 2517506-2015-00214 was filed on december 03, 2015. Additional information (01/22/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. There is no evidence of damage due to a spark and no evidence of mis-wiring. Hsc could not confirm the issue. The cause of the electric spark produced at the power connector is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.